Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-00211, 1627487-2020-00472, 1627487-2020-00473. It was reported that the patient experienced infection at the lead incision site on (B)(6) 2019 following an implant on (B)(6) 2019. In turn, the patient had the entire scs system explanted on (B)(6) 2019. The patient was discharged from the hospital on (B)(6) 2019.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.